Event description:
It was reported that " on (B)(6) 2026 at 15:13, the subject developed a local site reaction characterized by redness, pain, and inability to obtain blood return. This reaction progressed, and by (B)(6) 2026, the PICC required unplanned removal due to the severity of symptoms. The PICC was removed on (B)(6) 2026 at 15:19. The subject required hospitalization for PICC exchange". There was no patient harm or injury. The patient's current condition is reported as "recovered".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2026 at 15:13, the subject developed a local site reaction characterized by redness, pain, and inability to obtain blood return. This reaction progressed, and by (B)(6) 2026, the PICC required unplanned removal due to the severity of symptoms. The PICC was removed on (B)(6) 2026 at 15:19. The subject required hospitalization for PICC exchange". There was no patient harm or injury. The patient's current condition is reported as "recovered".